Event description:
Information received from the field does not address the patient's clinical status but notes no atrial capture and >2500 ohms lead impedance in the bipolar configuration. The lead was disconnected from the atrial connector port and cleaned. The setscrew was found to be loose. After reconnecting to the pulse generator, normal atrial capture and impedance were observed.